Event description:
On (B)(6) 2012 the stent had deployed. On (B)(6) 2012 dr. Attempted to deploy another stent because ingrowth was suspected. Then dr. Found something in the stomach and it was broken stent. It was retrieved. Dr. Confirmed the stent was broken at pyloric end.

Manufacturer narrative:
Fracture might occur from the patient's peristaltic action. For this issue, it is documented in the product's user manual. However, the suspected device is not registered to us FDA and it has not been shipped into the us. For patient information", we, taewoong and our distributor could not get more detail patient information because the hospital did not open the patient information such as age at time of event, date of birth, sex and weight.